Manufacturer narrative:
Updated blocks: evaluation codes and removal reporting #. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 the system was run on battery until a depleted battery shutdown occurred. Both nach and time left on battery were zero. On recharge, the batteries only charged to 12/16 of 15/16 capacity indicating bad batteries. This will also cause last measured discharge (lmd) to be low which will display battery needs service in the perfusion screen. On (B)(6)2019 the system was run on battery a short time which likely dropped battery capacity below 14 ah which will cause the reported red battery indication. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist the batteries had been fully discharged and recharged on 10-mar-2019. During laboratory testing, the product surveillance technician (pst) observed both batteries to be within specification. Both batteries measured 13.1 volts direct current (vdc) upon receipt. Conductance measurements were 493 siemens (s) for the first battery and 494s for the second battery, both passing. A discharge test was run and the batteries lasted 53 minutes, 50 minutes is the minimum requirement.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit had a red battery condition at full charge. There was no patient involvement.